Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit error code 260-4120 customer called in for help on new 8100 unit when connect unit power on gets a yellow box and error 260-4120 which is bad logic board needs to be replace customer would like to send unit in for repair services under warranty transfer customer to customer services for repair to setup unit.